Event description:
During generator replacement surgery for end of service, device diagnostic testing resulted in high lead impedance reading, indicating possible device malfunction. The high lead impedance reading was obtained when the new generator was connected to the original lead. The original lead was left in place, but the electrodes removed from the nerve. A new lead was placed and connected to the new generator. It is not known at this time whether the original lead was damaged during generator explant procedure or whether a lead problem was in existence prior to the surgery.